Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 87% stenosed, 44x2.8mm, eccentric, de novo, target lesion contained a lesion bend of <=45 degrees and was located in the moderately calcified left anterior descending artery. A 3.00x48mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.